Event description:
Patient was revised to address dislocation and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: the devices associated with this report were not returned. One copy of an provided x-ray does not confirm dislocation; however, review of the provided photograph of the liner appears to be a heavy indentation in the face/rim of the liner. This indentation may be a result of stem impingement while implanted. Stem impingement against the face of the liner can also contribute to a levering motion and subsequent dislocation event. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.